Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart mrx defibrillator indicating a low battery error. The rse evaluated the device remotely. When speaking to the customer, it was found that the problem was a depleted battery. An attempt was made to order the part for the repair. The work order for the onsite job has been canceled. Also informed the customer that the mrx is out of support. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the root cause of the reported problem. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The work order was canceled by the customer. Philips recommended removing the device from service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a low battery and the battery needs to be replaced. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart mrx defibrillator indicating a low battery error. The rse evaluated the device remotely. When speaking to the customer, it was found that the problem was a depleted battery. An attempt was made to order the part for the repair. The work order for the onsite job has been canceled. Also informed the customer that the mrx is out of support. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the cause of the reported problem. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The work order was canceled by the customer. Philips recommended removing the device from service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.